Event description:
A report was received that the patient is frequently charging her ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient is frequently charging her ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the remote control continuously beeps and "searches" for the ipg until the face of the remote was touching her back on the battery. The cp could not even establish communication.

Event description:
A report was received that the patient is frequently charging her ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physician's preference due to battery taking longer to charge. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient is frequently charging her ipg. The patient will undergo an ipg replacement procedure.